Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drips were not observed to be dripping out of multiple infusion set tubings during the load fill tubing sequence. Supply changes were performed resolving the issue. Customer's blood glucose level was 110 mg/dl.